Event description:
Complainant alleged that the medics were attempting to monitor a diabetic pt, but when they powered up the device, there was no video display. The medics then obtained another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfucntion.